Event description:
It was reported that during an implant procedure, the implantable cardioverter was unable to deliver high voltage therapy due to an abnormal impedance issue. Trouble shooting indicated an issue on the device. A new device was successfully implanted. No adverse patient consequences or symptoms were reported.

Manufacturer narrative:
The reported event of low defib impedance and no hv output was not confirmed. The reported event of over current detection (ocd) was confirmed. However, the cause of ocd was determined to be due to external (non-device related) factors. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that a diagnostic malfunction and low defibrillation impedance was noted at the time of the event. No lead integrity issues were noted. No further adverse patient consequences were reported.